Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pumps battery gauge went from 100% to 0% in 10 minutes. Subsequently the pump shut off due to insufficient power. The customer also stated that the pump battery gauge remains at 100% charge for two long before depleting. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.